Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient's device had been vibrating like crazy and they had aches in their buttock since about a week ago and it had been getting worse and worse. The patient indicated they were feeling [it] in their crotch. The patient also stated they saw a power on reset (por) message on their programmer. The patient denied any falls or traumas. The patient was redirected to their healthcare provider (hcp), but the patient stated they didn't have a managing hcp. Physician listings were emailed to the patient. The patient inquired about getting the device removed. It was reviewed with the patient that that was possible, but it was a surgical procedure. The patient went on to explain that at the time of implant, the hcp helped them fill out the diary in the way that they wanted it.

Event description:
Additional information was received from the patient. They reported that patient stated that they were beginning to get anxious and the device was uncomfortable but they can't see a doctor for a month. Agent reviewed that patient can go to urgent care or ER if necessary. The patient was redirected to their healthcare provider to further address the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.